Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one (B)(4) device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload, however, did not achieve and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above where the firing switch actuator is located. This time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The door was removed and it was noted there was an intermittent function of the switch, as the device would only operate when the switch is manually pressed down. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the firing switch actuator become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the blade did not retract after the initial cut was made. A new plee60a was used. There were no patient consequences.